Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the arm on (B)(6) 2017. The patient stated that they pulled over after they were feeling low and became unconscious for about 2 hours. It was indicated that the patient woke up in an ambulance that was called by a bystander. The paramedics administered the patient with intravenous (IV) therapy and glucose. The patient was transported to the hospital around 5:00pm and was treated. The patient was prescribed zofran by the doctor and was discharged from the hospital the same day at about 10:00pm. At the time of contact, the patient was doing well. Additional patient or event information is not available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.